Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer (B)(4). The device is still under investigation. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers were observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the as exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action.

Event description:
It was reported that after forty five minutes of use blood leakage as drops was detected at the gas outlet. The case continued to completion without exchanging the device. No reported patient effect. (B)(4).